Manufacturer narrative:
The connection issues observed are due to an incorrect boot sequence of the controller due to a software bug. Note: the device model rosa one is not FDA cleared but is similar to the device rosa brain 3.0, classified haw and cleared under k151359.

Event description:
A distributor stated that he had an unrecoverable error when he first started the system prior to a case on (B)(6) 2017. He rebooted the system and tried again with success. According to him, the case proceeded as planned without any error.